Manufacturer narrative:
The device was evaluated at draeger and no malfunctions were identified. The site biomed provided additional information stating that the issue could not reproduce and the device remains in use with no further issues reported. As the symptom could not be verified, root cause cannot be determined. This is an isolated case.

Event description:
It was reported that the delta monitor switches off the red alarm automatically, this is not as intended. No patient involvement was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that the delta monitor switches off the red alarm automatically, this is not as intended. No patient involvement was reported.